Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler got stuck on tissue. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: ¿the stapler got stuck on tissue.¿ does this mean the jaws did not open? If the jaws did not open, how was the device removed from the tissue? Did the jaws eventually open? If there were no issues with jaws opening did the device start to deploy staples and cut but could not be completed (stuck on tissue)? What color cartridge was being used? On which firing did the event occur?